Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller stated patient is in the ER as they fell and now feel the system is painfully electrocuting them. Caller stated they would like to turn the ins off to see if this resolves the patient's symptoms and if not, then they may need to get a lumbar MRI. Caller stated that patient doesn't have programmer with them. Tss reviewed that based on implant date, the ins may have already reached its end of service but provided nas phone number to contact local rep to turn ins off.